Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface (ui) pcb assembly to stack flex assembly cable and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the user interface (ui) pcb assembly to stack flex assembly cable and observed physical damage to multiple locations making both ac and dc operation unlikely.

Event description:
The customer contacted physio-control to report that their device would not power on with ac power and would power on with dc power. Upon evaluation of the customer's device, physio-control observed that the device would not power on with ac or dc power. As a result, defibrillation would not be possible if it were necessary. There was no patient involved in the reported event.